Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient experienced elevated blood glucose of 40 mmo/l (720 mg/dl) from (B)(6) 2011. Patient felt very sick and had a headache, and he attempted to correct hyperglycemia with the infusion device. This was not successful, and he then phoned the ambulance. Patient received stationary treatment from (B)(6) 2011 in one hospital and then was transferred to another hospital from (B)(6) 2011 for infusion device training and a basal rate check. The patient and his physician believe the insulin delivery of the infusion device is too low. Infusion device was exposed to x-ray and MRI in (B)(6) 2010. Normal blood glucose is 6 mmo/l (108 mg/dl). Infusion device was replaced and requested for evaluation. No additional details were provided.